Event description:
It was report that the coag mode stayed activated and the cut mode did not function.

Manufacturer narrative:
The actual device was returned to co. The cut intermittently activates the coag function. The pencil was disassembled and a loose solder ball was found. Green wire (cut) almost shorted to white (activate) wire on printed circuit board. Manufacturing informed.